Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded an alert for high out of range pacing impedance measurement, measuring greater than 3000 ohms in the right ventricular (rv). However, the most recent measurement was on (B)(6) 2022, the device displayed measurements within normal range. Boston scientific technical services recommended troubleshooting options. No adverse patient effects were reported. This ICD and competitor rv lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).